Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the mrx fails to acquire 12 leads. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.